Event description:
It was reported that during a surgical procedure, two ibo blades broke at the weld. It was also reported that there was no pt injury or adverse consequences as a result of this event. No further info has been provided.

Manufacturer narrative:
Ibo blades subject to this investigation were not returned to the manufacturer for eval. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.